Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ping meter was reading inaccurately high in comparison to another meter. This complaint was classified based on customer care advocate (cca) documentation as the patient was unavailable for follow up when attempted by medical surveillance (ms). The reporter claimed that on (B)(6), 2015 at 09:00am the patient obtained a result of ¿79mg/dl¿ on the subject meter which she felt was inaccurately high in comparison to a result of ¿60mg/dl¿ on a doctor¿s meter. The two tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results satisfies lifescan¿s criteria for accuracy. The reporter detailed that the patient manages his diabetes with an insulin pump and denied that the patient made any changes to her usual diabetes management routine in response to the alleged inaccuracy. The reporter claimed that the patient developed symptoms of ¿dizzy and shaky¿ but could not specify when these occurred and that on february 15 and 26 the patient self-treated with food or drink. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported because the patient suffered symptoms that meet lifescan¿s criteria of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (03/28/2015). The patient¿s meter has been returned on 3/13/2015 and evaluated by lifescan product analysis on 3/17/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.